Event description:
It was reported that during a laparoscopic sigmoidectomy, an error 5 occurred and the blade was broken off when a nurse cleaned it. No pieces fell into the patient. Another device was used to complete the case. There were no adverse consequences to the patient. The doctor commented that the device was used too much and contacted with metals. One device will be returning.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.